Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced pelvic pain, abdominal pain, vaginal scarring, recurrent urinary tract infections, vaginal pain, vaginal pressure, urinary frequency, urinary leakage and worsening incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.